Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after delivering a bolus. Customer declined to perform troubleshooting to determine the cause for the occlusion. Customer had not tested blood glucose levels, but stated that their blood glucose level was impacted. Customer delivered another bolus to stabilize blood glucose levels. In addition, customer reported that the touchscreen had become cracked.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen malfunction has been verified; however, there was no failure identified for the alleged alarm occlusions.